Event description:
I use the 670g medtronic insulin pump I've had issues with the belt clip - a replacement, a supposed design. I now have broken my 5th replacement, 6th overall. Just a little pressure and the rails break. I cannot wear the device as intended. The problem is manufacturing. Inferior plastic bonds break easily. Sad, just want to use the medical device the way it was intended. They need to redesign it again, I'd say go look at the redesign they already did, but really for medical device, they seem to be using cheap plastic.